Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "transmitter battery" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: type of follow up - correction. H6: correction.